Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the animas pump kept priming the entire content of the insulin cartridge and did not stop even when the finger was off of the ok button. The battery had to be removed in order for the priming to stop. The prime history showed 18.5 units primed. The animas representative confirmed the incident occurred during the priming stage and not the load step. The ok button responds accordingly and is not damaged or stuck on the downward position. There no patient impact associated with the alleged issue. This complaint is being reported due to the unresolved priming issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that there were several no cartridge detected alarms. During testing the pump failed to detect the filled cartridge during the load step. Evaluation revealed that the force sensor pins were found to be damaged.